Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that according to the scrub nurse, the surgeon tried to fire the tlc55 and the firing knob was frozen and would not fire staples or advance. Another tlc55 was opened to complete the case. There was no consequence to the pt.